Manufacturer narrative:
(B)(4).

Event description:
It was reported two months post implant the patient presented with chest pain. Upon interrogation, it was confirmed the ra lead had dislodged. The lead dislodgment resulted in the patient receiving two inappropriate shocks. Subsequently, the lead was repositioned. The patient is currently in good condition.